Manufacturer narrative:
Per tandem's user guide: ¿if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. Customer¿s blood glucose (bg) level was 43 mg/dl caused by customer entering incorrect food bolus. Reportedly, the customer consumed carbohydrates to address the low bg. The customer reverted to an alternate method of insulin therapy.